Event description:
The nurse was giving the baby her vitamin d 400 units/1 ml via a nasogastric tube, but could not push the medication out. She showed me the syringe and I saw that a piece of the cap broke off and was stuck in the oral syringe. Baxter healthcare sa exactamed oral dispensers. (B)(4), lot 1083251.